Manufacturer narrative:
The lot number was not provided. Therefore, the device history record could not be reviewed. The device has not been returned to the manufacturer to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured at approximately 10-12 atm while being used to post dilate a stent in the subclavian vein. Reportedly, the balloon became caught on the stent. An introducer sheath was advanced over the balloon, and both the balloon catheter and sheath were removed together as a single unit without further incident. There was no report of injury to the patient.